Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that they believe that the insulin pump was not working properly. The customer's blood glucose was unknown at the time of hospitalization. The customer's mother also reported that they were hospitalized again due to non-diabetes related. The customer's blood glucose was around 300 mg/dl at the time of incident. The insulin pump will not be returned for analysis.